Event description:
A (B)(4) year old male patient's wife contacted zoll on (B)(6) 2014 to report that the patient passed on (B)(6) 2014. The patient was reported to have been in a car accident while wearing the lifevest. There are no alleged deficiencies against the device and no additional details were able to have been obtained. The patient's monitor and electrode belt have not yet been returned.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) have not yet been returned to zoll. The last data flag in the morning of (B)(6) 2014. Review of the patient's flags until this time indicated that the equipment was fully functional and does not reveal an indication that the device caused or contributed to the patient's passing. Belt MFR date: 04/01/2011. Equipment not returned for evaluation.